Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No unexpected motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot and stained end cap sticker.

Event description:
Customer reported via phone, he had previously had called in regards to the insulin pump draining the batteries and declined replacement. States was not having issues with the act and up arrow buttons as they are responding slowly. Customer didn't recall her blood glucose level at the time of event. Customer didn't recall any significant event which may have cause the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Customer also mentioned the insulin pump had alarmed motor but was able to complete the rewind sequence.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.